Event description:
As reported by the legal department, the patient underwent placement of the trapease vena cava filter. The filter subsequently malfunctioned and caused injury and damages to the patient including, but not limited to, emotional and physical damages from tilting and perforation of the filter and the resultant symptoms. As a direct and proximate result, the patient suffered life-threatening injuries and damages and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, pain and suffering, and other damages. Upon admission, the patient was diagnosed with an abdominal wall fluid collection. Following a computerized tomography (CT) scan of the abdomen and pelvis, the patient was felt to have a colocutaneous fistula and the decision was made to optimize the nutritional status prior to undergoing any further surgery. The patient was also noted to be anemic and did receive blood transfusions throughout the course of the hospital stay. The patient, however, developed bilateral lower extremity deep vein thrombosis and underwent placement of an inferior vena cava (ivc) filter by the vascular team prior to to having surgery for the fistula. Per the implant records, the patient is reported to have a history of bilateral femoral deep vein thrombosis (dvt) and was receiving treatment for rectal cancer. The patient had a mediport catheter line on the right side, thus preventing the access on the right side. Ultrasound was used to identify and access the left internal jugular vein. The filter was deployed just inferior to the to the renal veins. A post deployment angiogram showed good position of the ivc filter. The patient received a post-insertion chest x-ray which showed no evidence of pneumothorax. Four days after the filter was implanted, the patient underwent an exploratory take down of the colocutaneous fistula, a colostomy and a feeding j-tube without any complications. Approximately four months after the filter was implanted, a CT scan of the abdomen and pelvis noted the presence of the ivc filter along with calcific atheromatous within the bowel aorta. There was no suspicious abdominal pelvic lymphadenopathy. Additionally, the scan reported degenerative changes in the spine and demonstrated a presacral soft tissue mass which appeared decreased in size in comparison to a CT study completed a few days after the filter was implanted. Approximately one-year and seven months post implant, the patient underwent an abdominal kub (kidneys, ureters, bladder) x-ray which showed the ivc filter in the proper position (at the level of l2-l3 to the right of midline). There was no evidence of pneumothorax. According to the information received in the patient profile form (ppf), the patient became aware of the reported events approximately four years and six months post implantation. The patient reports perforation of filter strut(s) outside the ivc and tilting of the ivc filter. The patient further experienced anxiety related to the filter.

Manufacturer narrative:
It was reported that a patient underwent placement of a trapease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused tilting and perforation of the filter. The patient reports becoming aware of the reported events approximately four years and six months post implant and experiencing anxiety related to the filter. According to the medical records the indication for the filter placement was bilateral femoral deep vein thrombosis (dvt). Prior to the filter placement and upon admission the patient was diagnosed with an abdominal wall fluid collection, with brown fluid draining from the patient¿s midline. The patient had been undergoing treatment for rectal cancer. Following a computerized tomography (CT) scan of the abdomen and pelvis, the patient was felt to have a colocutaneous fistula. The patient was also noted to be anemic and did receive blood transfusions throughout the course of the hospital stay. The filter was placed via the left internal jugular vein, as there was a mediport on the right side, and deployed below the level of the renal veins. Four days post filter placement the patient underwent an exploratory laparotomy with takedown of colocutaneous fistula and colostomy and the insertion of a jejunum feeding tube. Approximately four months post filter implant, a CT scan of the abdomen and pelvis was performed to rule out recurrent disease versus an abscess, noted the presence of the ivc filter along with calcific atheromatous within the bowel aorta, degenerative changes in the spine and a presacral soft tissue mass which appeared decreased in size in comparison to a CT study completed a few days after the filter was implanted. There was no suspicious abdominal pelvic lymphadenopathy. Approximately one-year and seven months post implant, the patient underwent an abdominal kub (kidneys, ureters, bladder) x-ray which showed the ivc filter in the proper position (at the level of l2-l3 to the right of midline). There was no evidence of pneumothorax. There is currently no additional information available for review. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without images or procedural films for review, the reported filter tilt and perforation could not be confirmed, and the exact causes could not be determined. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuosity. Vessel perforation is a known adverse event associated with implanting vena cava filters and is listed as such in the instructions for use (IFU). The IFU also notes vessel damage such as intimal tears and perforation as procedural and long-term complications related to ivc filters. The timing and mechanism of the tilt and perforation has not been reported at this time and a clinical conclusion could not be determined as to the cause of the event. It is unknown if the tilt contributed to the reported perforation. Anxiety does not represent a device malfunction and may be related to underlying patient specific issues. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
The catalog number is unknown. If received it will be provided. Complaint conclusion: it was reported that a patient underwent placement of a trapease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused injury and damages to the patient including, but not limited to, emotional and physical damages from tilting and perforation of the filter. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without images or procedural films for review, the reported filter tilt and perforation could not be confirmed, and the exact causes could not be determined. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousity. Vessel perforation is a known adverse event associated with implanting vena cava filters and is listed as such in the instructions for use (IFU). The IFU also notes vessel damage such as intimal tears and perforation as procedural and long-term complications related to ivc filters. The timing and mechanism of the tilt and perforation has not been reported at this time and a clinical conclusion could not be determined as to the cause of the event. It is unknown if the tilt contributed to the reported perforation. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal department, the patient underwent placement of the trapease vena cava filter. The filter subsequently malfunctioned and caused injury and damages to the patient including, but not limited to, emotional and physical damages from tilting and perforation of the filter and the resultant symptoms. As a direct and proximate result, the patient suffered life-threatening injuries and damages and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, pain and suffering, and other damages.